Event description:
Reported blood glucose results of "40 mg/dl" with a lifescan meter and "107 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Two other tests on the meter that were compared to the lab results oof 107 mg/dl, 88 and 123 mg/dl, were within the criteria for accuracy. The patient refused to perform a control solution test. No injury was reported.